Event description:
The patient experienced stimulation in the wrong location. Impedance measurements measured <50 ohms on lead combinations 0 and 3. Reprogramming was performed to electrode combination 1 and 3. Unable to follow-up with the contact information provided, hence no additional information was obtained.

Manufacturer narrative:
(B) (4).